Event description:
An inaccurate reading from the device was alleged to have been the cause of a cerebral spinal fluid leak experienced during sinus surgery necessitating surgical intervention. The pt was admitted to the hosp for observation and discharged after three days without incident.